Event description:
It was reported intermittent occlusion alarms occurred every other day. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.